Event description:
A nurse indicated that the surgeon claimed that the probe would no longer cut after finishing fragmentation portion of a pars plana vitrectomy with fragmentation procedure. There was vacuum upon pressing the footswitch, but no cutting despite the switch being on green and the cuts set at 900 cpm (cuts per minute) proportional. The problem was resolved after replacing the product with another one (10-15 minute delay). The procedure was completed with no harm to the patient.

Manufacturer narrative:
One sample was returned for "no longer cuts". It was examined using 25x magnification and found to be nonconforming due to a bent needle actuation and aspiration testing were performed and found to be nonconforming. Cut testing was performed and found to be conforming. The probe was disassembled and the components inspected. There is less than 5 minutes wear on the inner cutter when compared to wear visual standards. A syringe was placed into the aspiration path and a thick gel-like substance (possible surgical residue or balanced salt solution) came out. The device history records (DHR) for the lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to manufacturer's acceptance criteria. All probes are 100 percent inspected for actuation, aspiration, and cut during manufacturing. The root cause for the actuation and aspiration failures is the bent needle and gel like substance. How or when the needle became bent cannot be determined. A bent needle would then cause the inner cutter to become bent. The inner cutter would then rub on the outer needle and impede the function of the device. The thick gel substance would block the aspiration path and prevent the device from functioning properly. Unable to determine where the thick gel-like substance came from. No gel-like substances are used in the manufacturing of the probe. No further information is expected for this case. (B)(4).